Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.